Event description:
While using a byte night aligner, a patient experienced mobility in lower teeth and was advised to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.